Event description:
Customer called on (B)(6) 2012 reporting that they had noticed the coulter act 5diff cap pierce (cp) leaked a drop of diluent on top of the tube that could be seen when the door opened. Customer also stated that they were having issues with the door which did not open and was getting stuck with a tube inside or did not close when they want to run a sample. Customer was wearing proper personal protective equipment consisting of a lab coat and gloves at the time of the event and no injury or exposure was reported. Customer indicated that patient results were not affected and no change to patient treatment was attributed to this event. Field service engineer (fse) was dispatched and found the switch located under the tube holder had dried diluent on it and was replaced. However, fse did not see any active leaking while on site and root cause for the leak is unknown.

Manufacturer narrative:
(B)(4).